Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the users had experienced difficulty insufflating the pt's duodenum. The users attempted to replace the air/water valve, however, the difficulty persisted. The procedure was reportedly aborted. There was no pt injury reported. The user facility reported that following the initial procedure, the device was used in a second ercp procedure later in the day, the users experienced a constant flow of water across the objective lens. The procedure was successfully completed, and there was no pt harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not duplicate the user's report of insufficient air flow nor water leaking across the objective lens. The air and water flow were checked and found to be within the standards. There were no leaks or spitting of water across the objective lens observed. The air/water channel was inspected and no kinks or obstructions were found. The evaluation did not note the presence of kinks or buckles in the insertion tube. Olympus followed up on this report, and was informed that users had tried replacing air/water valves to resolve the difficulty at the time of the events, but this activity had not resolved the issue, although the device was said to have worked appropriately while outside of the pt. The cause of the user's experience could not be determined. As a prophylactic measure, the air/water channel of the device was replaced. The unit has been serviced, and returned to the user facility. An olympus endoscope support specialist has been dispatched to the user facility to conduct an in-service training as needed. If additional significant info becomes available, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.